Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and a force test was performed. Visual analysis revealed reddish brown material inside the pebax and a separation between pebax and electrode section. The device was connected to the carto 3 system and it was recognized; however, the device was not visualized as error 105 and 106 were displayed on screen. No electrical issues were detected during the test. Due to this condition, the handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured and the results were found out of specifications. A dissection was performed right after at the tip area and an open circuit was identified. In addition, further investigation of the peek housing section revealed that there was insufficient adhesive on the wires. A manufacturing record evaluation was performed for the finished device lot number 31697907l and no internal action was found during the review. The reddish material inside the pebax could be related to the electrical issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage is traced to the manufacturing process. The force issue and magnetic sensor error identified during the test is unrelated to the reported event by the customer. The potential cause of the open circuit could not be determined. The root cause of the adhesive condition is traced to the manufacturing process. Reported by the customer was confirmed. The carto® 3 system instructions for use (IFU) contain the following information: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. This product issue will be addressed through the quality system. An internal action is being implemented to address manufacturing opportunities related to the force sensor issues and force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia ablation procedure with a thermocool smarttouch catheter and post procedure the bwi product analysis lab identified a separation between the pebax and electrode section. During the procedure itself, it was noted that intracardiac signal noise displayed on both the carto 3 and the recording systems on all body surface leads and ablation electrodes. The catheter cable was replaced without resolution. The catheter was replaced and the noise issue resolved. No patient consequences were reported.